Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's patient impedance was out of specification. Complainant indicated that here was no patient involvement in the reported malfunction.